Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. This lead had a history of gradually increasing shock impedance measurements. Technical services (ts) was consulted and recommended further evaluation or replacement as the related implantable cardioverter defibrillator (ICD) was scheduled for replacement due to normal battery depletion. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this lead was successfully explanted and replaced due to gradual rise in shock impedance measurements. No additional adverse patient effects were reported outside the revision procedure. This device was not returned for analysis however, since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. This lead had a history of gradually increasing shock impedance measurements. Technical services (ts) was consulted and recommended further evaluation or replacement as the related implantable cardioverter defibrillator (ICD) was scheduled for replacement due to normal battery depletion. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. This lead had a history of gradually increasing shock impedance measurements. Technical services (ts) was consulted and recommended further evaluation or replacement as the related implantable cardioverter defibrillator (ICD) was scheduled for replacement due to normal battery depletion. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this lead was successfully explanted and replaced due to gradual rise in shock impedance measurements. No additional adverse patient effects were reported outside the revision procedure. This device was not returned for analysis however, since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.